Event description:
It was reported the device does not work. The user tried a new cord. The voltage of power supply was 48 volts but the device was still "dead". There was no pt involvement for this event.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The additional investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: device history record reviewed for s-1065 manufactured on 09-27-2010 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. This device was last serviced on 08/18/2014. A two year look back for this reported failure for this product ID shows that (B)(4) complaints were received including this case. No new design or manufacturing trends have been identified. Conclusion: in summary the end users reason for return was verified the most likely cause could be due to corrosion on the switch.